Event description:
Philips received a complaint on the v60 ventilator indicating that the device had multiple check vent alarms. The device was reported to be outside of use at the time of the reported problem. No patient harm was reported. The customer informed the remote service engineer (rse) that after the replacement of the flow sensor assembly (fsa) during preventative maintenance, a machine and proximal pressure sensors failed error code appeared on the ventilator. The customer removed, inspected, and reseated the motor controller (mc) to data acquisition (da) cable. The customer also tried a cable from another unit, and this also did not resolve the issue. The customer called again and indicated that they did not have time to continue troubleshooting the device and wanted to send the device in for bench repair.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer to remove the gas delivery system (gds) and verify the pin alignment from the autozero solenoids to the data acquisition (da) printed circuit board assembly (pcba). If no issue was observed then the rse advised installing the original flow sensor assembly (fsa), if there was a problem then the rse advised applying for a replacement fsa under warranty. On (B)(6)2024, the bench service engineer (bse) replaced the fsa. The fsa replacement resolved the machine and proximal pressure sensors failed issue. Following the part replacement, the bse set the date and time of the device to that of the customers, cleared the device event log, and set the device to factory settings. The device passed all performance verification testing (pvt), confirming it will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced flow sensor assembly (fsa) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech could not duplicate the alleged machine and proximal pressure sensor issue. The pil verified that, with the returned fsa installed into the pil test device, the device operated without issue or did not produce any error code. The device passed all pressure verification testing noted in the technical manual. The investigation resulted in no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.